Event description:
The customer returned the Gastrointestinal Videoscope to the service center for a separate issue. During the device analysis, the c-cover was found to be burnt. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available.The device was returned to Olympus for inspection.Based on the results of the investigation, a root cause could not be identified. The most probably cause of the malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.